Event description:
It was reported that an angioseal evolution was deployed without incident on an acute mi patient. Forty-five minutes post deployment, the patient's heart rate and blood pressure dropped. The patient complained of tenderness in the stomach upon touch. Fluids were opened, and the patient was put in a trendelenburg position. A CT scan revealed retroperitoneal bleeding. The patient's hemoglobin had dropped 2 grams. A femstop was placed and the patient is now recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.